Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a rotator cuff repair due to acute tear from fall, the lateral row was punched as per instructions and the insertion of the "5.0mm healicoil knotless pk suture anchor" went per technique. However, when the surgeon tried to remove the inserter shaft, the anchor body moved. They pulled on the tape that anchor was holding down and tip of the anchor came out, but the anchor body stayed in the bone. In an effort to save the stitch of the medial row, they tried pulling the anchor tip out with an arthroscopic grasper and actually succeeded. It seems the internal suture lock mechanism did not work. The procedure was successfully completed without significant delay using a back-up device in an additional bone hole. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.